Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient deceased. The patient presented to the hospital in poor health with high potassium level. After the patient was fitted with an external pacing support, the patient coded and went into cardiac arrest. The allegation is that the patient death was related to the function of the device. The reported malfunction was possibility loss of capture due to electrolyte imbalance. The patient was also taking a high level of other medications.